Manufacturer narrative:
The device history record (DHR) was reviewed and no abnormal process conditions were present during the manufacturing of the products that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two samples were received for evaluation in their original packaging. The samples had disassembled adapters. The exact root cause was not determined however a potential root cause is the lack of solvent that is caused by the operator during the assembly process. A re-training was performed with the involved operators. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the patient used an extension set to feed and the connection where the right angle connects to the line has come away. Leaking occurred as a result. They went on to use another feed set and it happened again. There was no patient injury.